Event description:
A (B)(6) female who underwent placement of a heartmate ii left ventricular assist device for nonischemic cardiomyopathy at (B)(6) on (B)(6) 2016 as part of the (B)(6). Her post operative course was complicated by stroke on (B)(6) 2016. She does not have an ICD and has no history of ventricular tachycardia. She is listed status 7 due to the stroke and currently lives in a skilled nursing facility. She is unable to participate in therapy due to dizziness. She was seen in the ed on (B)(6) with a uti and was treated with IV rocephin and then po cipro. Cta of chest on (B)(6) 2016 shows normal pump position and a CT headon (B)(6) 2016 demonstrated a stable right sided lacunar infarct. Echo (B)(6) 2016 shows an ef 40-45 percent with no evidence for inflow obstruction. There is mild rv dysfunction. On (B)(6) 2016, she was evaluated for complaints of "congestion". Target map was set at 75 and her pump speed was increased from 8800 to 9000 rpm on (B)(6) 2016 and then to 9400 rpm (B)(6) 2016. At this time, her medications were changed from carvedilol to metoprolol succinate 25 mg po daily. On (B)(6) 2016, her inr was 1.14 and she was "bridged" with enoxaparin until her inr was therapeutic. She was supra-therapeutic as recently as (B)(6) 2016 (4.10) but is therapeutic at 2.90 today. She was active and conversant this morning when speaking with her daughter by phone at 0930. By 1000, the staff at her snf noted a marked decline in her speech. She is only able to respond to questions with a yes or no and does not initiate any conversation. She was transported to the ed where a CT scan did not show an obvious ischemic or hemorrhagic cva. Consultation with neurology and interventional radiology in a consensus opinion that acute intervention with t-pa was not warranted. She was able to respond yes or no even to complex questions. These findings were consistent with a new lmca ischemic stroke ((B)(6) 2016). During hospitalization she had periods of agitation and confusion, which were attributed to compromised neurologic function and/or delirium and treated with geodon nightly per psychiatry. She required a sitter as she was pulling her telemetry and IV lines. Patient remained anticoagulated with coumadin, persantine, and heparin gtt. In the morning of (B)(6) 2016 mrt was called for patient with sudden change of mental status. Patient was not arousable with partial seizure activity. Patient was given ativan 1mg x 3 doses in 5 minute intervals to control seizure activity and transferred to CT scan, which revealed a large hemorrhagic transformation of left mca infarct with mild to moderate edema, subfalcine and mild uncal herniation and mid-line shift. Patient was transferred to cicu. Neuro was consulted who confirmed that this is a non-survivable stroke. Patient's family was notified and decision was made on comfort care and withdraw support.